Event description:
It was stated by the doctor that the insulin pump was alarming without the reservoir in it. Troubleshooting was performed, but the insulin pump continued to alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.